Event description:
The customer reported that they obtained erroneously depressed sodium (na) results on two patient samples on a dimension exl 200 integrated chemistry system. The initial results were not reported to the physician. The samples were repeated on an alternate dimension exl 200 integrated chemistry system. The repeat results recovered higher than the initial results. The repeat results were reported to the physician as correct results. The samples were repeated on the original system after troubleshooting and the results matched the repeat results on an alternate dimension exl 200 integrated chemistry system. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed sodium (na) results on two patient samples on a dimension exl 200 integrated chemistry system. Quality control (qc) recovered acceptably on the day of the event. The customer cleaned the integrated multisensor technology (imt) system, replaced the sensor, and performed dilution checks, ran qc which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse inspected the system and replaced x tubing, standard a, and salt, primed the system and adjusted the pump rate. Siemens is evaluating the event.